Manufacturer narrative:
The reported ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo device was returned to a third party service center for service and was missing a service kit. It is noted that the missing service kit was then resolved. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code relating to 'nvdata_corrupt' was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, a not reportable event error relating to 'mcl_foc_shutdown' was also found in the device's error log. The service technician states that the blower needs to be replaced to resolve the error. Preventative maintenance was performed and the air inlet foam filter, particulate filter, and muffler assembly were replaced. The in-line filter prox was contaminated with dust.